Event description:
It was reported that the vns patient died in his home due to an unknown reason. The patient's neurologist noted that he has not seen the patient for some time. No other information is known about the patient's death at this time. Attempts for a death certificate are in progress.